Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that patient stated they went in for an MRI today and put the device in MRI mode. They followed all protocols with the implant turning it to MRI mode the techs visualized and approved they knew about the implant what model and all items pertaining to it. Patient stated 5 minutes into the MRI , and started to have pain down the side of their leg and their muscles began to twitch. The thing started feeling like it was being pulled out of him and now it is painful. They experienced intense burning in their implant site, leg, back, and buttocks. MRI had to be discontinued after 5-6 minutes. Patient said the hospital said they cannot do anything and they can't do the MRI. Patient does not have a managing healthcare provider in the area. Patient tried contacting the reps and they redirected him to patient services. Caller stated that they did not get to speak to a rep , but were texted to call ps to further assist. Pss offered to connect to the ins and confirm ins is off. Patient was driving and unable to connect to the implanted neurostimulator. Caller stated that the ins is turned off (unverified). Caller stated that they are still in pain even with the ins being turned off. Agent reviewed MRI guidelines with the patient and the caller confirmed that they MRI guid elines were followed. The patient was redirected to their healthcare provider to further address the issue. Caller stated that they are in so much pain from the ins that they went to the ER for pain management. Pss reviewed if patient goes to ER , a rep can be paged to further assist. Pss offered physical listings as well. Patient stated manufacturer will be hearing from their attorney. Pss received call from patient from registered phone number in regards to the same issue previously reported. The caller stated that they would like to fill out a " incident report". Pss reviewed by the caller calling ps , emailing with the same issue, and ts being notified the problem has been documented. The caller stated that they are still in pain from the MRI and are considering going to the emergency room again. The caller stated that they spoke to two different hcp's and the local hcp was in surgery and had not reached out to them yet. The caller was upset that no one from manufacturer has reached out to him attempting to further resolve the issue. Pss transferred the caller to agent to further assist with the call , as the patient was becoming escalated. Additional information was received from the rep, the patient provided them with a screenshot of the MRI they had done, indicating it was a 1.5t using a tra nsmit/receive coil with normal mode. The technologist also confirmed MRI eligibility and MRI mode, and documented a maximum of 30 minutes of scan time with a 5 minute wait. Ts reviewed having the patient follow up with their hcp for ongoing pain, as well as having the rep obtain information for the MRI center, if possible. Ts also asked rep how the patient's skin looked, to which she was unsure. Additional information was received from the patient, they were told by representative that "this has not happened before, the device looks okay, not sure what to do". They were in severe pain, and need immediate assistance in resolving this issue. They called their doctors and haven't received any support from them. The machine is off yet still is firing, painful, tingling and giving sensations. They didn't understand how that's possible. It was off yet causing pain. The patient stated there's a malfunctioning implant causing them pain, that they cannot make stop.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.